Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient had an overdischarge that was addressed on (B)(6) 2016. The manufacturer representative was meeting with the patient to clear the por (power on reset). It was reviewed that the ins was discharged, and further charging was needed before clearing the por. The por could be cleared as soon as the ins was at least 25% charged. The patient realized in (B)(6) 2016 that they could not recharge. No symptoms were reported. The manufacturer representative later reported that they did not know why the patient had taken a break from charging the system, though they were able to clear the por and the patient was receiving therapy. After the por was cleared, it was reported that the battery would discharge from a full charge in one day with normal settings. The manufacturer representative requested that the patient make an appointment with their healthcare provider to discuss the issue, though was not aware that an appointment had been made yet.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.